Event description:
The manufacturer's rep reported that following pump implant, the pump was not filled with drug and was programmed to "stopped pump". The rep had concerns about the pump tube set issues. The hcp confirmed that the pump was programmed to minimum rate on 08/25 and the pt would be returning to the clinic on 08/29 for pump refill with drug and therapy initiation. The pump was to be filled with compounded baclogen 4000 mcg/day; a priming bolus of 1980 mcg would be given over 24 hours. Followed by daily dose of 400 mcg in simple continous mode. The pt had undergone a baclofen screening trail with an initial 100 mcg bolus with little response. A second bolus of 100 mcg was given approximately one hour later and the pt responded well. The new programmed dose was based on the screening trail. No overdose symptoms were reported.

Manufacturer narrative:
Manufacturer recommendation is 50 mcg bolus; followed by an additioanl bolus after 24 hours.